Event description:
The customer alleged that three benefit mask size 3 silicone cushions disengaged easily from the rigid plastic pt connector cone, while in use. Other masks were readily available. The masks are reuseable and of unknown age. Research has shown that a small number only have been shipped to the country where the event took place, in the past year through co's distributors. The masks have not arrived at the MFR from the customer (from new zealand) to date. Co will evaluate the product upon arrival. The customer is unable to provide more specific info regarding practices in re-assembley after cleaning. Communication has been via fax and electronic mail. It is unknown who reassembles the masks after cleaning. Cleaning methods have been described. It is not verified that the silicone cushion became disengaged easily, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.